Event description:
Found out my unit is recalled. Registered my product over 2 months ago and haven't heard back from philips about a replacement. It's medically necessary I have a CPAP. I can't afford a replacement and need philips to replace my affected device. FDA safety report ID # (B)(4).